Event description:
It was reported that when using the bd pyxis¿ medflex 1000 keyboard was not responding. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A technical support specialist (tss) rebooted the cabinet, after which the keyboard began registering properly, allowing customer to type in the patients name successfully. The system functioned as intended after the technical support specialist troubleshot the device.